Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Based on all information, no causal factors can be determined and no conclusion can be drawn. See related reports: patient 1: 1920664-2016-00153, 1920664-2016-00154, 1920064-2016-00155, 1313525-2016-00159. Patient 2: 1920664-2016-00156, 1920664-2016-00157, 1920664-2016-00158, 1313525-2016-00160. Patient 3: 1920064-2016-00159, 1920064-2016-00160, 1920064-2016-00161, 1313525-2016-00161.

Event description:
It was reported that 3 patients developed toxic anterior segment syndrome (tass) of unknown etiology post cataract surgery (the date of surgery was (B)(6) 2015). Reportedly the patients were referred to a retinal surgeon. Per the information received one patient was improving, another patient required a cornea transplant, and the third patient was not improving and remained unable to see out of the affected eye. Additional information has been requested, but has not been received. This report references patient 3 of 3.

Manufacturer narrative:
Vendor evaluation consisted of 10 needles sent to an outside lab for endotoxin testing. The result numbers indicate that endotoxin was below detection limit. Endotoxin test results for water samples from the site of manufacture were reviewed and found to be within acceptable levels. A review of the manufacturing records found no non-conformance related to foreign material had been identified.